Manufacturer narrative:
The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the circulation pump was down. Circulation pump to be replaced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device, when checking operation before inspection, it was confirmed that circulation did not occur. After performing a full drainage and attempting to refill with circulating water, the water could not be supplied due to negative pressure.